Event description:
It was reported that during daily checkout, the cs300 intra-aortic balloon pump (iabp) unit' screen flickers on and off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen flickers on and off.

Manufacturer narrative:
Updated fields: d9 (device available for eval, return to manufacture date), h6 (type of investigation, investigation findings, component code, investigation conclusion). Additional information: e1(event site telephone: (B)(6). E3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) screen flickers and was on and off. There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated the unit and verified that the screen was discolored and only showing yellow tinted characters. To fix the issue, the fse replaced the suspected color video receiver and display as an precautionary measure. In addition to that, the fse performed pm service visit. The unit passed all functional checks and returned to clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the parts associated with this complaint. These parts were received with the reported unit failure of screen flickering and color distorted. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The fat first installed pcb, color video receiver into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After an extended period of run time the fat could not replicate the failure experienced by the customer. Pcb, color video receiver serial number (B)(6) 43_rept passed testing. The fat then installed display into the cs300 test fixture serial number (B)(6) and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After an extended period of run time , the fat could not replicate the failure experienced by the customer. The fat then proceeded to install both part numbers pcb, color video receiver and display serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. After two hours of runtime, the fat could not duplicate the failure that the customer experienced. Both parts passed testing. Sending pcb, color video receiver to the supplier per procedure number 0002-07-d008 rev. Aq. The following was submitted by (B)(6) technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 3 may 2024. Part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a